Event description:
It was reported that there was high left ventricular (lv) lead output due to adaptive capture management overstimulation. The device was reprogrammed and the lead remains in use. It was also reported the customer questioned the longevity of the device. The device remains in use. No patient complications have been reported as a result of this event.